Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Please note that this medwatch report is associated with report # 9616099-2012-00652. Additional information: ( (B)(6) 2012) we were informed by the site that this symptom was during the pre-dilation with a non-cordis balloon. The symptom was related to the hypoperfusion at the time of balloon inflation, which stops blood from getting to the intracranial vessels. The precise stent was not even in place at the time of the event. Therefore, we will be un-reporting this complaint.

Event description:
As reported by the (B)(4) study registry, during index procedure, the patient experienced the event of transient ischemic attack. The patient medical history included severe pulmonary disease, hyperlipidemia, CABG, hypertension and smoking. The index procedure target lesion was a severe calcified and moderately tortuous right internal carotid artery with an arch type ii and 80% stenosis. Two precise stent were implanted and angioguard device was used as a filter. The patient presented sudden unset of neurological symptoms that fully recovered (no time frame or treatment provide), and was diagnosed as transient ischemic attack. The devices will not be return for analysis.